Event description:
This is a clarification of the event. Episodes of post-paced t-wave oversensing were observed through remote transmission on (B)(6) 2017 and they were noted again on (B)(6) 2017. The patient was asymptomatic. Programming changes and further testing were discussed with the clinician.

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed on a stored egm due to post-paced t-wave oversensing. Programming changes and further testing were recommended. The asymptomatic patient will continue to be monitored without any changes.

Event description:
New information reported by nurse (B)(6) stated that programming changes were elected not to be performed or do induction testing. The patient was undergoing dialysis treatment and was suspected to contribute to the device behavior. The patient was doing fine at previous visits and remained stable.